Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that there was a huge piece missing from the reservoir compartment where the reservoir screwed in. The blood glucose reading was unknown. The customer stated that she could put 2 fingers in and lift the piece that still remained there. She reported that the damage was from normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.